Event description:
It was reported that pump displayed malfunction code 19 with fault ID 0x28f3 and could not be reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump warranty and shipping details, instructed customer to place pump in storage mode and return it within 10 days, advised customer to re-enter pump settings and reconnect continuous glucose monitor, and sent replacement pump.